Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement, lead impedance low within normal limits and high capture thresholds allegation based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, helix difficulty allegation was confirmed helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Further, known inherent risk was selected based on analysis of the returned product.

Event description:
It was reported that this right ventricular (rv) lead impedance had decreased within normal limits and the threshold had increased. This lead was dislodged and confirmed using x-rays. The next day, the lead was scheduled for repositioning; however, the lead helix would not extend, and it was replaced with the same lead model. This lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead impedance had decreased within normal limits and the threshold had increased. This lead was dislodged and confirmed using x-rays. The next day, the lead was scheduled for repositioning; however, the lead helix would not extend, and it was replaced with the same lead model. This lead was surgically explanted. No additional adverse patient effects were reported.